Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners patient reported that aligners have sharp edges, and some sores are forming on their tongue from the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.